Manufacturer narrative:
H3 device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the rear response button was not functional. The cause for the non-responsive button was isolated to a defective switch. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that the response buttons on his monitor were not working. The patient was issued a replacement monitor.